Event description:
Per the clinic, the patient sustained a head trauma (B)(6) 2014. Subsequently the device was explanted (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
This report is filed november 5, 2015.